Event description:
It was reported patient enrolled in a (B)(4) study underwent a left total hip revision procedure on (B)(6) 1986. Subsequently, patient underwent a revision procedure on (B)(6) 1990 for unknown reasons. Patient underwent a hardware removal procedure on (B)(6) 1992. It was further reported patient underwent a revision procedure on (B)(6) 2005 for unknown reasons. Subsequently, patient was revised on (B)(6) 2006 due to dislocation. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-00822 & 03216 / 03218).